Event description:
Related to (B)(4). The hospital reported that the when vasoview hemopro vh-3500 kit opened and the tip was broken. The kit was not used in a procedure. New kit used for procedure. The patient was in the or but device was not used on patient. No patient harm noted.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h4, h6, h10. The device was returned to the factory for evaluation on 04/17/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Sigs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. There were no visual defects observed on the gray silicone insulation on both the cold and hot jaws. There was no visual defects observed on the intact c-ring. There were no visual defects observed on the cannula. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "break" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000289927 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.